Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (can comm timeout) was confirmed. Upon investigation the electrode belt trunk cable connector was broken. The root cause of the damaged trunk cable connector cannot be positively identified but was likely excessive force. No adverse event resulted from the damaged trunk cable connector. The pt received a replacement electrode belt.

Event description:
While reviewing the download data of a (B)(6) male pt, zoll customer support discovered that the pt was receiving "can comm timeout" errors. Customer support contacted the pt and provided him with a replacement electrode belt.